Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the spouse of a peritoneal dialysis (pd) patient discovered a fluid leak after treatment was complete. The spouse reported receiving a volume error warning. Fluid was found inside the cassette door in the pump module area when spouse was removing the cassette. Patient was not connected. The spouse was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the spouse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. One manual treatment was performed. The spouse has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test 2 hour 15 min 8500 ml simulated treatment was performed. A loud grounding noise occurred during treatment. The noise was coming from pump motor a. The treatment was completed without any other failures or problems. No fluid leaks in test cassette during test. Valve actuation test passed. Systems air leak test passed. Patient sensor calibration check passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was a visual evidence of a clog in hp1 and hp2 filters .an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that the spouse of a peritoneal dialysis (pd) patient discovered a fluid leak after treatment was complete. The spouse reported receiving a volume error warning. Fluid was found inside the cassette door in the pump module area when spouse was removing the cassette. Patient was not connected. The spouse was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the spouse verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. One manual treatment was performed. The spouse has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.